Event description:
It was reported the patient's lead incision site was not healing as it should. Subsequently, the physician referred the patient to wound care. Follow-up identified the patient has been released from wound care and the incision has healed.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.